Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl at the time of incident. Customer other relevant blood glucose level was 200 mg/dl. Customer treated high blood glucose with insulin pump. Customer declined trouble shooting for high blood glucose. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed for no delivery alarm and issue was resolved by changing complete set. It was also stated that the alarm did not occur during manual prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.